Event description:
The customer reported that her olympus 4k autoclavable camera head was presenting an e224 scope communication error during a diagnostic procedure. Additional details relating to the patient and the event have been requested but were all unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and was causing the reported error code to display. Additionally, the serial number plate was discolored, and the rear label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 3 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused due to a faulty cable a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.